Event description:
The customer's mother reported that the customer had high blood glucose levels. He developed a headache and started "shaking and vomiting uncontrollably," so he was taken to the hospital where he was diagnosed with diabetes ketoacidosis.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.